Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records and exception management system identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of an unknown vessel using three prostyle relative to an unspecified procedure. Reportedly, the three prostyle devices had an unspecified failure. A cut down was performed. An unspecified method was used to achieve hemostasis. No additional information was provided.